Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing and suspected lead dislodgment. Patient was sent for x-ray. Boston scientific technical services (ts) discussed that ra sensing was turned off. This ra lead remains in service. No adverse patient effects were reported. Additional information received which indicated that this lead was explanted. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing and suspected lead dislodgment. Patient was sent for x-ray. Boston scientific technical services (ts) discussed that ra sensing was turned off. This ra lead remains in service. No adverse patient effects were reported. Additional information received which indicated that this lead was explanted. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and undersensing. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing and suspected lead dislodgment. Patient was sent for x-ray. Boston scientific technical services (ts) discussed that ra sensing was turned off. This ra lead remains in service. No adverse patient effects were reported.